Event description:
Home pt (hp) reports leak in pt extension line during treatment on homechoice device. Hp noted moisture on her feet in dwell 1 and found a cut in the tubing. Hp discontinued treatment and replaced extension line after washing her hands. Hp then completed therapy using the same homechoice set. Hp's rn informed her post incident that this was not the correct procedure to follow. Hp was already on cipro for a leg infection, so no add'l prophylactic antibiotics were prescribed. Hp reports no injury as a result of incident and was re-educated on following correct procedure.